Event description:
It was reported that once the fiber was in position and the physician stepped on the foot peddle to activate the laser, the fiber tip disintegrated at 1,990 joules of use. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
Fiber analysis: the fiber distal tip was found to be fractured and missing; no fiber protruding from distal end of jacket. Burn marks were also observed on the distal end of the fiber jacket. There was no indication or report of any part of the device remaining inside the patient. The most probable root cause of the device issue was determined to be localized heat accumulation due to anatomical/procedural factors encountered during the procedure.